Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs linear leads upn: (B)(4), model: sc 2218 70, serial: (B)(4), batch: 5168504.

Event description:
It was reported that the patient came in for reprogramming and had an x ray showing that the leads were migrated causing an inadequate relief. The patient underwent a lead replacement procedure. The explanted device was disposed.